Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 1 year, 4 months. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital with complaints of persistent fevers up to 103 degrees fahrenheit, chills, fatigue, and a productive cough. The patient was started on intravenous linezolid and zosyn. Pulmonology was consulted and chest x-ray was obtained. The patient had stable pleural effusions since 2017 and atelectasis. Pulmonology did not believe that this was the cause of the fevers and did not believe that thoracentesis would be necessary. Blood and sputum cultures were obtained and blood cultures showed (B)(6). Linezolid and zosyn were stopped and the patient was started on ceftaroline. The source of infection was unclear but may have been related to phlebitis from a recent IV site. Transesophageal echocardiography (tee) was obtained to rule out vegetations and this came back (B)(6). Sputum cultures were also (B)(6) for (B)(6). Blood cultures were found to be (B)(6) so antibiotics were switched to ancef. Swallow study was obtained to rule out aspiration and this came back (B)(6). Repeat blood cultures on (B)(6) 2018 came back (B)(6). The patient was discharged to home on (B)(6) 2018 with orders to continue ancef for 6 weeks with an estimated end date of (B)(6) 2018. The patient completed ancef on (B)(6) 2018 and was then switched to keflex for long term suppression. No additional information was provided.